Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the insufflation unit had the front panel turn off and an error sound was heard when restarted. Once rebooted, the symptoms were resolved. The issue occurred during the therapeutic procedure. The procedure was completed without changing the equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The malfunction was unable to be reproduced. However, based on the results of the investigation, it is likely that the event occurred due to detection of an error in the printed circuit board's pressure sensor stopped the air supply operation while the error tone sounded, and the front-panel led (light-emitting diode) turned off. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.